Event description:
(B)(4). Event occurred in the united states. The patient reported that the pump had a broken port/infusion set which did not worked properly. Reportedly, the location of detachment was at tubing/infusion set. Therefore, she inserted a new infusion set and had no problem, but at 02:32 am, her blood glucose level was 453 mg/dl, which she tried to self-treat with 6 units of insulin, then at 02:45 am her blood glucose level was 456 mg/dl. At the time of incident, she experienced nausea, vomiting, abdominal pain, difficulty in breathing and her blood glucose level was 500 mg/dl. Both the site location and the pump were located at her abdomen. Reportedly, the patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to her body. At the time of this report ((B)(6) 2019), her blood glucose level was 503 mg/dl. No further information available.